Manufacturer narrative:
D10 concomitant products: smsbtovlx, sm pro smsbtovlx access dissector system, (lot # p4k1348) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic repair of bilateral inguinal hernias, the device was advanced into the peritoneum while being inserted into the extra-peritoneal space, which led to a change in surgical technique from totally extraperitoneal (tep) to transabdominal preperitoneal (tapp) repair. The surgery was extended by 15-20 minutes but was able to remain laparoscopic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During evaluation, rpa performed functional testing; the hole was covered and dissector balloon was inflated using a test insufflation bulb, no leaks detected however an odd shape was noted. The trocar balloon was attempted to be inflated using a test inflation syringe, however a hole was noted. It was reported that there was medical complication. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of hole in the balloon. The product analysis noted evidence that the device was not used as intended. This issue may occur when care is not exercised during clinical application. Another unreported condition was identified: balloon with irregular shape. The product analysis noted evidence that the device was not used as intended. This issue when positioning the device during its inflation deployment or deflation process, or its tissue planes process, during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: balloon products must be treated with care. Damage to balloons from instruments during the procedure may cause product failure. Once the extraperitoneal space is adequately dissected, deflate the dissection balloon by removing the endoscope or by removing the inflation bulb from the dissector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.